Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced pain at the implant site and subsequently, the patient underwent revision surgery to resect fat tissue (specific date not reported). However, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted on (B)(6) 2024. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.